Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 0225. On (B)(6) 2025, the patient's roommate who follows the patient via follow app noticed a lack of updates and sent a text message to the patient asking if the patient had received any alerts. The patient did not respond to the roommate contacted the patient¿s brother to check on him. Upon checking, the brother found the patient passed out and called 911. The patient could not recall anything prior to passing out, or any symptoms leading up to it. He also did not recall what the cgm was displaying at the time or how long he was unconscious. The only thing the patient remembers is that paramedics administered IV dextrose after they checked a blood glucose reading of 19 mg/dl. The patient was unsure whether the sensor fell off or was removed by the paramedics or his brother. He regained consciousness at home and was then transported to the hospital by ambulance. At the hospital, he received another IV dextrose treatment, some form of sugar for nausea (exact type unknown), and an unspecified medication to help warm his body. The patient was discharged from the hospital after 10 hours. At the time of the report, the patient was feeling good. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. App data shows on (B)(6) 2025, at 09:00 pm, the patient's estimated glucose value (54 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered the urgent low alert at 40 percent volume, before escalating up to 100 percent volume at 9:15 pm. Additionally, the urgent low alert was acknowledged at 9:15 pm. Additionally, a wearable failure due to very low count aberration occurred at 10:40 pm. The allegation and probable cause could not be determined.